Event description:
It was reported that during use, the device exhibited an alarm for high pressure multiple times. Troubleshooting had been performed and the pump was turned off. Upon turning the pump back on, the pump display read ¿run¿; however, it was indicated that the alarm was reoccurring. Per the reporter, there were no adverse patient effects. Infusion rate 11.1; resolution volume 285.3.

Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.